Event description:
Add'l failure of pads adaptor cable (m1750) subsequent to medwatch voluntary report dated 09/16/1999 and mandatory reports dated 11/23/1999 (10-8011-1999-0002), 12/05/1999 (10-8011-1999-0003), 04/07/2000 (10-8011-2000-0002), 05/05/2000 (10-8011-2000-0003) and 08/29/2000 (10-8011-2000-0004). All descriptions and particulars apply. The problems results in misidentification of cable, inability to discharge greater than 50 joules and inability to pace pt. The misindentification and functional failure of the cable occurs in the same manner as previous. The number of cable failures with this failure mode now total nine.